Event description:
The pt had augmentation in 1972 using gel-filled implants. The pt did well until the last seven years when she developed frequent flu-like symptoms with body aches, chills, fatigue. In the fall of 1993, she developed weakness in the limbs and then in may of 1994, she developed fatigue again with muscle weakness in both arms, shoulder and neck, malaise, and extreme fatigue. The pt was started on plaquentil with good response. Xeromammogram shows a probable rupture on the right. Preoperative ultrasound examination shows no silicone lymphadenopathy within the axilla. Because of probable rupture and systemic symptoms that may be related to the breast implants, it is medically necessary to remove both implants. Capsulectomy is necessary because the capsule contains silicone to which the pt may be reacting.